Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in used condition, had been decontaminated, the battery compartment was cracked where the door latches to, and there was damage to the rear housing. The remote dose connector was pushed in which caused the rear housing to dent inward. Event log review found multiple ¿cassette not attached properly¿ alarms. The alarms occurred after the latch was closed. Functional tests were performed. The reported problem was duplicated. The root cause of the problem was found to be an inoperable downstream sensor which caused the pump to alarm ¿cassette not attached properly.¿ the downstream sensor also had fluid ingression. To solve the problem, the downstream occlusion sensor was replaced. The device then passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette that was not attached". It was stated that the product fault occurred during set up. The device issue was not related to physical damage/abuse and no delay of therapy. There was no patient involvement and no harm/adverse event reported.